Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Additional product code: mqp. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, an opal spacer broke into multiple fragments during an initial implantation. It is unknown as to how the opal spacer broke. All broken pieces (fragments) were retrieved by the surgeon successfully and skillfully. The surgeon then implanted another spacer (same part) along with unknown quantity of pedicle screws to conclude the surgery by closing the patient. There was no adverse consequence to the patient. The surgery was delayed by about two to three (2-3) minutes. Multiple fluoroscopic images were taken throughout the procedure. The procedure was reported to have been completed successfully and without any additional interventions. The patient was reported to be in a stable condition. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).